Manufacturer narrative:
No product was returned by the customer so no investigation was performed. The attached photo does not represent the actual event sample for this (B)(4); it identifies the described separation/leak location (top blue circle closest to male luer). However, the photo does not confirm a separation or leak. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that when setting up tubing to be primed with chemo a leak was noticed at the lowest port from a crack in the set. The customer stated :" chemo leaked onto the rn's glove and down onto arm of the rn." Although requested, no further details were provided by the customer for this event.